Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states about 3 weeks ago he developed a stiff neck and when he turned head to his right he could feel the wires being tugged. Patient states since then he has had 2 episodes where he gets a quick burst of electricity, almost like if you put your tongue to an alkaline battery. Patient has had x rays taken by pcp and everything looks intact but he is not sure if the wires have moved. Pt also reported seeing around the same time 'settings not available' when attempting to make adjustments to therapy stimulation and was unsure if it was corelated. Pt commented they had tried resetting the controller (ptm) but was unable to resolve incident. Pt said their previous hcp had retired and he has a new hcp whom he will be meeting for the first time  on (B)(6). Pt was requesting to facilitate a meeting with the rep at their hcp's office for upcoming appointment. Patient service specialist (pss) reviewed the hcp office's role in facilitating the scheduling of appointments or phone calls on patient's behalf. Pss advised them to contact their physician's office to ask for their help in coordinating an appt to meet with the rep. Patient service specialist also emailed field reps for visibility. Pt indicated the spinal cord stimulation (scs) is being used off label to treat headaches. Pt stated he has four leads total with two at base of skull and the other two just under the skin in their head.